Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, atrial lead noise was noted. The noise appeared to be external and not reproducible with range of motion exercises. No intervention was performed. The patient will continue to be monitored. The patient was stable.